Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device did not have image due to a faulty distribution panel (dp) board, error 310 was displayed dur to a faulty control panel (cp) board, error 226 was displayed intermittently due to a faulty receptacle unit, corrosion was noted on the pins, corrosion was noted on the cable, corrosion was noted on the rear panel, minor scratch was noted on top cover and the front panel and minor scratch was noted on the chassis. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a routine inspection, the camera processor of the visera elite ii video system center was not working. It was noted, the system was ¿getting on¿ but there was no image. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, regarding no image on the monitor, the phenomenon is likely due to a faulty circuit board. A definitive root cause cannot be identified. Based on the results of the investigation, error 226, the phenomenon is likely due to a faulty receptacle unit due to corroded pins. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.